Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2018-02547. It was reported the patient's scs trial was ended prematurely due to lead migration. Reportedly, the patient's trial leads migrated and the stimulation therapy became ineffective, reprogramming was unable to recapture stimulation therapy coverage. Consequently, the physician removed the leads and ended the patient's scs trial.